Manufacturer narrative:
On (B)(6) 2017 a replacement door winch assembly was shipped to site. On (B)(6) 2017 a medtronic representative went to site to test the equipment. Representative replaced a door winch assembly and performed a system checkout. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect door winch assembly has been not received by manufacturer for evaluation.

Event description:
A medtronic representative reported that there was difficulty when opening the door of imaging system. Representative mentioned that the door was catching and making noise but had no difficulty when closing the door and rotating the inside rotor. Rebooting the imaging system did not resolve the issue. There was no patient present at the time of the issue.